Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an unusual issue with her onetouch verio iq meter where it powers off after obtaining a blood glucose result "over 600 mg/dl." The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began one evening about a month prior to contacting lfs. The patient manages her diabetes with insulin. That evening, the patient administered self her usual dose of lantus insulin (10 units). Prior to testing, the patient claimed she felt symptoms of thirsty, tired and had a "taste of sweetness." The patient reportedly administered self insulin (type/ amount not specified) as treatment. The patient denied testing on another device. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.